Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 11 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the phenomenon, ¿spare lamp lit up¿, was not confirmed, and a root cause could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that while using the visera pro xenon light source, the emergency light was on and there was a beeping and continuous alarm sound. The issue occurred before the procedure began, and there was no patient harm associated with the event.

Manufacturer narrative:
The device was returned and evaluated, and neither of the customer allegations were able to be confirmed. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.